Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07889 and 2134265-2017-09001. It was reported that the patient experienced complications and died post-procedure. The target lesion was located in the left anterior descending (lad) artery. Rotational atherectomy was performed with rotablator. The lesion was then pre-dilated and a synergy stent was implanted. The stent was then post-dilated. The patient went into an arrhythmia. Contrast injection was performed and no flow was observed in the lad. The patient began to crash. Chest compressions were performed, the patient was intubated, and a left ventricular assist device was implanted. Another 2.25 x 38 synergy stent was attempted to be implanted in the distal lad; however it was not able to cross the lad and was removed. The physician attempted another balloon but it would not advance into the guide. It was then noted the stent had dislodged in the hub of the guide catheter. The procedure was stopped and the patient was taken to the ICU on life support, but in "stable" condition. The patient passed away a few hours later in the ICU. The dislodged stent was not related to the patient complications and outcome. An autopsy has not been performed.